Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0091863 for breaks off during use npe. This is the 1st. Related complaint for breaks off during use npe on lot # 0091863. A complaint lot history check was performed on lot # 0091863 for breaks off during use pe. This is the 1st. Related complaint for breaks off during use pe on lot # 0091863. A complaint lot history check was performed on lot # 0091863 for leakage. This is the 1st. Related complaint for leakage on lot # 0091863. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle experienced two cases of the cannula breaking off, and one case of leakage. The following information was provided by the initial reporter: consumer reported needle broke off in the injection site but then stated that he is not sure if the needle was already broken before the injection. Consumer did not experience pain or discomfort, no medical attention. Consumer stated that he noticed that the insulin leaked around the injection site and when he removed the pen there was only a small piece of the needle attached to the hub.

Event description:
It was reported that bd ultra fine¿ pen needle experienced two cases of the cannula breaking off, and one case of leakage. The following information was provided by the initial reporter: consumer reported needle broke off in the injection site but then stated that he is not sure if the needle was already broken before the injection. Consumer did not experience pain or discomfort, no medical attention. Consumer stated that he noticed that the insulin leaked around the injection site and when he removed the pen there was only a small piece of the needle attached to the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-16. H6: investigation summary: customer returned a single used 8mm, 31 gauge pen needle from lot 0091863. The patient end of the cannula has been folded to one side starting at its base and fracturing a short distance along its length. This may have occurred as the result of high stresses placed across the length of the cannula during use. The remainder of the pen needle was found to be in good condition. The non-patient end of the pen needle was intact and the pen needle did not leak while the pressure from an attached insulin pen was normalized. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the needle breaking off during use on the patient end. The root cause of the needle breaking appears to be high forces applied across the length of the needle during use, resulting in the needle folding to one side and breaking off.